Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient had an issue with an unspecified animas pump. There was no report of patient injury associated with this issue. The technical support representative was unable to contact the patient to troubleshoot the pump.